Event description:
It was initially reported that as of the date of this report patient was to have a MRI of the cervical and thoracic spine as they were having increased back pain. Per this reporter the pump was empty. Following MRI later during the day another reporter reported that the patient was in a recent car accident and had increased pain and that the MRI was unrelated to the device/therapy. When the pump was interrogated after about an hour and 25 minutes there was no motor stall recovery on the logs. The MRI lasted approximately 45 minutes. It was then stated that the pump was running at .05ml/d, dilaudid 10mg/ml, .5mg/d and bupivacaine at 7.5mg/ml. Reporter was planning on waiting another 30 minutes and re-interrogating pump. It was unclear from the reported event if or not the pump was empty. Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
Concomitant medical products: catheter model: 8709, serial# unknown, implanted: (B)(6) 2004, explanted: unk. (B)(4).

Manufacturer narrative:
(B)(4).